Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for unrelated alarms during fill one on a homechoice (hc) device, it was found that the home patient (hp) had reprimed the hc while being connected without changing out the supplies. The technical service representative (tsr) explained the setup steps to the hp. No patient injury or medical intervention was indicated in association with this report. No additional information is available.